Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3013886523-2024-00152 3014334038-2024-00101. A facility reported a cerelink microsensor (B)(6) was implanted on april 30, 2024 and was used with the cerelink cable (ID 323970) for intracranial pressure (icp) monitoring. It was stated that they were getting a sensor/cable failure message. The icp went from 18 to 150, then the error message appeared. The reference lead was attached and was instructed to move and replace the electrocardiogram (ECG) patch, so that the lead would peel away or come off. The sensor had been in use for approximately 10 hours and was alarming for 10-15 minutes. The cerelink monitor (B)(6) and extension cable were switched out and disconnected the sensor for 30 minutes. They attempted it again, but the error remained. On may 1, 2024, the sensor was removed and replaced. The patient is in a critical condition.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cerelink cable (ID 826845) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined (based on the customer reported failure ¿ error message¿ as the specific error message was not recorded it is not possible to provide an possible root cause). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a